Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic'), fallopian tube perforation ('fallopian tubes perforation / migration of essure device location of device: further north in the fallopian tubes') and device expulsion ('plaintiff claiming breakage/ expulsion: expulsion\migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rashes\rash/skin condition"), dermatitis allergic ("skin allergy\rash/skin condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), genital haemorrhage ("general . Abnormal. Bleeding"), hypersensitivity ("hypersensitivity") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curettage, laparoscopic removal of essure coils and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, dyspareunia, dermatitis allergic, migraine, headache, nausea, tooth disorder, fatigue, psychological trauma and hormone level abnormal outcome was unknown, the pelvic pain, rash, abdominal pain, genital haemorrhage and hypersensitivity had resolved and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, dermatitis allergic, device breakage, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Imaging procedure: on (B)(6) 2011: results of confirm. Test bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), pregnancy (ectopic) were added. Event onset date, lab data, event outcome were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic'), fallopian tube perforation ('fallopian tubes perforation / migration of essure device location of device: further north in the fallopian tubes') and device expulsion ('plaintiff claiming breakage/ expulsion: expulsion\migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rashes\rash/skin condition"), dermatitis allergic ("skin allergy\rash/skin condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), genital haemorrhage ("general . Abnormal. Bleeding"), hypersensitivity ("hypersensitivity") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curettage, laparoscopic removal of essure coils and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, fallopian tube perforation, device expulsion, dyspareunia, dermatitis allergic, migraine, headache, nausea, tooth disorder, fatigue, psychological trauma and hormone level abnormal outcome was unknown, the pelvic pain, rash, abdominal pain, genital haemorrhage and hypersensitivity had resolved and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, dermatitis allergic, device breakage, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: results of confirm. Test bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rashes"), dermatitis allergic ("skin allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems") and fatigue ("fatigue"). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, dyspareunia, rash, dermatitis allergic, migraine, headache, nausea, tooth disorder and fatigue outcome was unknown. The reporter considered dermatitis allergic, device breakage, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, nausea, pelvic pain, rash and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury to herself was replaced with new events: fallopian tubes perforation, device breakage, chronic pelvic pain female, dyspareunia(painful sexual intercourse), rashes, skin allergy, migraine, headaches, nausea, dental problems and fatigue were added. Reporter and patient demography added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('device breakage'), device expulsion ('plaintiff claiming breakage/ expulsion: expulsion\migration') and genital haemorrhage ('general . Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female"), dyspareunia ("dyspareunia(painful sexual intercourse)"), rash ("rashes\rash/skin condition"), dermatitis allergic ("skin allergy\rash/skin condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, dyspareunia, dermatitis allergic, migraine, headache, nausea, tooth disorder, fatigue, psychological trauma and hormone level abnormal outcome was unknown and the pelvic pain, rash, abdominal pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, dermatitis allergic, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirm. Test bilateral occlusion. Confirmation test not specified. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received; general . Abnormal. Bleeding, abdominal pain, hormonal changes, hypersensitivity, expulsion, psych injury, were added. Lawyer was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device breakage ('device breakage'), device expulsion ('plaintiff claiming breakage/ expulsion: expulsion\migration') and genital haemorrhage ('general . Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain female"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes\rash/skin condition"), dermatitis allergic ("skin allergy\rash/skin condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, dyspareunia, dermatitis allergic, migraine, headache, nausea, tooth disorder, fatigue, psychological trauma and hormone level abnormal outcome was unknown and the pelvic pain, rash, abdominal pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, dermatitis allergic, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirm. Test bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.